Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was broken in the customer¿s body. The customer's blood glucose value was 140 mg/dl. The customer reported that the sensor cannula fractured while in the customer¿s body. The customer was assisted with the troubleshooting. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor. We found sensor broken with missing parts. Unable to confirm customer received sensor damaged due to customer returned opened and used. Unable to confirm needle anomaly due to customer not returning needle only the sensor.